Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure due to out of range pace impedance measurements on this right ventricular (rv) lead and noise. The rv lead was removed with a laser and the device was explanted. The physician decided to remove the right atrial (ra) lead but when removing the lead with the laser bleeding occurred into the pericardium, it was noted that the hemorrhage was not due to a bsc lead but due to a competitor laser. The patient was stabilized with drainage. The new system showed normal measurements. The old system explanted will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrews marks, no other anomolies were noted. The lead passed electrical testing. Laboratory analysis could not confirm the reported clinical observations, the lead was returned severed which was likely induced damage.

Event description:
Additional information noted that the patient was not pacemaker dependent and the ra lead was explanted worsening sensing, pace impedance measurements and pacing thresholds.